Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2005. A revision procedure was performed on (B)(6) 2007 due to osteolysis. A further revision took place on (B)(6) 2013 due to mechanical complication. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. This is 2 of 2 MDR reports submitted for the same event. See also: 3002806535-2013-00262.